Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system displayed a lead safety switch (lss) due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. Additionally, no capture was obtained in bipolar configuration. A fracture of the lead was confirmed and a revision procedure was performed. A replacement system was implanted on this patient¿s right side. No additional adverse patient effects were reported.